Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 22:47:17. During night drain cycle five, the patient's ultrafiltration reading was 369286ml, indicating the home patient (hp) drained 369286ml more than their maximum programmed fill volume of 2200ml. This information meets iipv criteria.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. (B)(4). Review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 369286ml during therapy initiated on (B)(6) 2012 at 22:47:17, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. An iipv is any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume, as defined in the 1154817 clinical hazards list. (B)(4). During the evaluation, it was discovered that the display issue was caused by an inoperative digital pcb which also caused partial corruption of the logs during downloading. The drain time of 13min in cycle 5 could not have produced a uf volume of 369286ml as recorded in the therapy log, and this is considered an anomalous entry. Additionally, a review of the event log revealed that drain cycle 5 was completed on (B)(6) 2012 at 07:24:52 and the user's actual drain volume during cycle 5 was 2388ml. The actual drain volume of 2388ml is 108.5% of the largest prescribed fill volume (lpfv) of 2200ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in progress. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.